Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed the sensor wire was sticking out of the sensor pod after insertion on (B)(6) 2014. Patient did not report any discomfort at insertion site and was able to remove the wire from his abdomen. Additionally, on (B)(6) 2014 the patient removed the sensor without the transmitter attached which is against labeling recommendations. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Dexcom has issued an rga for patient to return their device to be investigated.